Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up, down, ok keys) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts. The audio bolus button was difficult to press, and there was contamination found on the bolus button contact. The bolus button slug was found to be inverted. Unrelated to the complaint, investigation revealed that the display screen was dim and fading. The display was replaced with a test display, and the contrast returned to normal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).